Event description:
Customer reported an emergency room visit due to high blood glucose readings of 280 mg/dl. Customer stated that she was experiencing high blood glucose readings for an unknown reason so she bloused large amount of insulin. Customer was then concerned that her blood glucose readings may drop and went to the hospital. Customer stated that she was not treated at the hospital for her blood glucose levels. Customer was told by her educator that she was having absorption issues due to not changing her infusion set. Customer's current blood glucose reading is 384 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.